Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to insulin pump was not delivering the correct insulin and high blood glucose. Hospitalization was on (B)(6) 2021. Customer¿s blood glucose at the time of hospitalization was over 600 mg/dl. Customer¿s current blood glucose was over 600 mg/dl. Auto mode feature was active during the time of event. Indicate symptoms customer reported at the time of hospitalization event was confusion. Customer also stated they had to change the battery 3 times in 5 days. The insulin pump will be will be returned for analysis.